Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from the cap piercer of a unicel dxc 600 pro synchron clinical system. The customer stated that no erroneous patient results were generated. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 for the event. The fse removed a clog from the drain line fitting and replaced the blade/wick assembly. The cap piercer functioned normally after the repair. (B)(4).